Event description:
It was reported that the ultra stent was positioned across the intended artery and inflated using another company's inflation device. Reportedly, the inflation device was increased to 15 atm, then to 20 atm prior to contrast filling into the balloon, but the balloon filled and the stent was adequately deployed. Negative pressure was then pulled on the inflation device, but the balloon would not deflate. The balloon was dragged back through the artery inflated and into the aorta. The catheter was then cut near the hub to deflate the balloon and the system was removed. There was no patient injury reported.